Event description:
It was reported that during infusion, an alarm occurred on the pump due to air in the line. The reporter stated that the cassette was gently tapped on the firm surface and restart was attempted but was unsuccessful due to the air in the line. The reporter stated that the tubing was clamped and the pump was powered off. Per the reporter, the patient was not affected; there was no patient injury. The pump was not to be returned to the manufacturer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is air detector sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: regulatory.responses@icumed.com.